Event description:
Procedure type: laparoscopic esophagus reconstruction. According to the reporter: endo gia (B)(4) dlu was used, the reload was fired but only the knife transected the tissue, and no staple came out. Then surgeon had to convert the surgery to open surgery in order to stop the bleeding. Surgery was extended by more than 30 minutes. Patient is currently at hospital.

Manufacturer narrative:
(B)(4).